Event description:
Consumer contacted (B)(6) regarding the issue. Consumer feels that the scale markings are off on the syringes. Recently the paramedics came to his home during hypoglycemic event and gave him glucose powder and an IV with dextrose. Customer's sugar leveled off after the paramedic treatment. Customer admits that he reuses syringes four times. Customer reported lot # 0116416 and lot # 0181832, but did not specify which lot was involved in the event mentioned above. MDR # 1920898-2011-00017 is filed for lot # 0181832.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded (1) other complaint for similar condition for the lot reported which could be duplicate of this incident. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.